Manufacturer narrative:
The pedicle probe was retained by the customer and is not available for eval. Review of the device history record cannot be performed as the lot code is unk. The age and condition of instrument prior to breakage are unk. No definitive conclusions can be made. However, it was reported that a mallet was used on the pedicle probe in order to insert the instrument into the pt's very hard bone. Breakage was likely due to the application of atypical force upon the probe during insertion. At this time, the complaint is considered to be closed.

Event description:
Contact reports the pt had very hard bone which led the surgeon to use a mallet to insert the curved thoracic pedicle probe through the pedicle. When he tried to pull the probe back out, the curved tip broke off in the pedicle/vertebral body. All available measures were taken to remove the broken piece but the surgeon found that he would be doing more harm to the pedicle and joint if he were to remove it any further. The tip of the probe was left in the pt and the fusion was performed by skipping a screw at that level, having a screw above and below that level.